Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not getting the same reduction in symptoms as she was. The patient tried to connect to their simulator but was unable to. They initially saw ¿device is not responding¿ on (B)(6) 2020 and had been trying all week. They did not have any issues connecting prior to that. Patient services had the patient power the handset and communicator down and try again. The patient saw the same message after repositioning the communicator over implant. The patient was transferred to repair. Additional information was received from a consumer three days later. It was reported that they got the replacement communicator and were able to connect to it with their handset, but they were still unable to communicate with the ins. It was recommended that they follow up with their healthcare provider to have the device checked. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Conclusion code 67, fdr 3221 and fdm 4117 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated hcp was notified connection issue with communicator.the patient believed the issue was a communicator and was resolved promptly.